Manufacturer narrative:
(B)(4).the device was serviced on-site by a field service technician. A visual inspection, alarm log review and a power on self-test were performed. During the alarm log review and the power on self-test the f-94 alarm was identified. This alarm is caused by an incorrect time and date configuration. The time and date configuration were reset to fix the reported condition. The pump was serviced to meet functional specification. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flo-gard infusion pump had unspecified damage. There was no patient injury or medical intervention reported with this event. No additional information is available.